Event description:
Same case as 2134265-2010-02405 it was reported that during prep for a rotational coronary atherectomy procedure, a wire fracture occurred. The lesion was located in the proximal to mid left anterior descending (lad) artery. The 1.5mm rotalink device was being loaded onto the 325cm rotawire floppy and advanced proximal to the y-connector. At this time a rotational test of the device was attempted, but the device refused to achieve optimal use rpm's. The physician stepped off the foot pedal to attempt the rotational test a second time. After approximately 15 - 20 seconds, it smelled as if something had been "burnt". Upon checking the device, it was realized that the rotawire was fractured. The physician commented there was no resistance encountered during loading the rotablator along the rotawire. Flush was maintained throughout the rotational test. The procedure was completed with another rotalink plus and rotawire floppy. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: no issues were noted on visual inspection of the rotablator plus unit. No issues were noted with the plus unit handshake connection. Resistance was met in the annulus of the burr when wire guiding the rotablator plus unit. The burr was microscopically examined and found to be flared and misshapen. The diamond plated area of the burr was scratched along the side of a single edge blade. A scratch mark from where the burr came into contact with the side of the blade was noted. This confirmed that the burrs cutting action was acceptable. No issues were noted with the wet testing of the catheter device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Eighteen years or older. (B)(4).

Event description:
Same case as 2134265-2010-02405 it was reported that during prep for a rotational coronary atherectomy procedure, a wire fracture occurred. The lesion was located in the proximal to mid left anterior descending (lad) artery. The 1.5mm rotalink device was being loaded onto the 325cm rotawire floppy and advanced proximal to the y-connector. At this time a rotational test of the device was attempted, but the device refused to achieve optimal use rpm's. The physician stepped off the foot pedal to attempt the rotational test a second time. After approximately 15 - 20 seconds, it smelled as if something had been "burnt". Upon checking the device, it was realized that the rotawire was fractured. The physician commented there was no resistance encountered during loading the rotablator along the rotawire. Flush was maintained throughout the rotational test. The procedure was completed with another rotalink plus and rotawire floppy. No patient complications occurred. The patient status was good.